Manufacturer narrative:
Device will not be returned for evaluation. Will not be returned to manufacturer.

Event description:
Caller reported an accidental stick due to the safe-t-pro lancet not retracting after firing. No medical treatment was required. Product will not be returned.